Manufacturer narrative:
The biomedical engineer (bme) reported that when the nibp cuff was connected to patient, it would pump up to 180 (for example) and will not release the pressure on the ay input unit for the bedside monitor (bsm) system. This was found at set up. No patient harm was reported. Concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: input unit model: ay-653p sn: (B)(4) device manufacturer date: 11/10/2014 unique identifier (UDI) #: (B)(4) returned to nihon kohden: 06/29/2021 approximate age of device: 78 months

Event description:
The biomedical engineer (bme) reported that when the nibp cuff was connected to patient, it would pump up to 180 (for example) and will not release the pressure on the ay input unit for the bedside monitor (bsm) system. This was found at set up. No patient harm was reported.